Event description:
It was reported that at 20,000 joules while using the surgical fiber during a prostate procedure, the fiber was damaged. Time expended: 05:00 minutes. The procedure was continued using a second surgical fiber, which was reported to have stopped function after 83,485 joules of use - time expended: 15 minutes. The procedure was completed using a third surgical fiber. There was no patient injury reported. This report is for the first surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe burnt on detritus; the outer flow tubing exhibited severe contamination, likely biologic. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.